Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 7288 ICD implanted 2006 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance on the high voltage superior vena cava (svc) coil. The lead was explanted and replaced. No patient complications have been reported as a result of this event.